Event description:
Report was received from (B)(6) via synthes (B)(4) stating that there was "residue in sterile packaging". The device was not used in surgery. No injuries or medical intervention were reported. There was no contact from (B)(6) available. There was no add'l info provided.

Manufacturer narrative:
The device has not been received by anspach. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).